Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges while going down a ramp, a bolt allegedly fell off of the unit causing the consumer to allegedly fall out.

Manufacturer narrative:
Only the right and left front caster arms with springs and stabilizers were returned for evaluation. The evaluation concluded that there was no evidence of hardware falling out of the device.

Event description:
Consumer alleges while going down a ramp a bolt allegedly fell off of the unit causing the consumer to allegedly fall out.